Event description:
It was reported to depuy acromed that a screwdriver tip broke off in the screw during tightening. The case was extended two-hours as a result of this situation. There was no pt injury reported. Due to the extension of surgery time an MDR is being filed to document this event.